Manufacturer narrative:
After investigation, corindus has repaired this unit during normal service activities.

Event description:
The customer reported that a communication error occured between the robotic drive and the control console. During investigation, service determined that the articulated arm was loose and over-rotating. Failure of the arm to hold position has the potential to result in unintended motion of the interventional devices if used on a patient.